Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the back therapy pads lifevest equipment. Patient described the area as appearing burned, itchy and peeling. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended aloe vera or cortisone 1% for the skin irritation. Outcome of the skin irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.